Manufacturer narrative:
Visual assessment shows the device was received in poor condition; the device was bent and twisted. This device was returned with both t1 and t2 but unattached to the device. This device cycles, advances and locks into place. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Event description:
It was reported that during a meniscal repair procedure the t2 implant did not deploy from the fast-fix device. All t implants were removed from the patient and a backup device was used to complete the procedure. A two minute delay was noted and no patient impact as a result.